Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had an inadequate stimulation. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively, and the explanted devices will not be returned as they were kept by the medical facility.